Event description:
The complainant reported that after a left coronary angiogram procedure was performed, a kink was discovered. There was no report of injury or harm to the pt.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. A visual inspection of the catheter confirmed the complaint; a kink was observed in the tubing. In addition, an unopened catheter was also returned from the complainant. Several kinks were observed through the packaging. The package was opened and 3 kinks were found. A review of the lot number processing revealed no abnormalities. The complaint history for the 6f product line was reviewed and two confirmed reports of kinking were noted. The cause of the failure could not be determined. These types of complaints will be monitored for any potential trends. Results: catheter.